Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 230 mg/dl. The customer was not available to perform troubleshooting at the time of the phone call. The customer's nurse requested that the customer received additional training on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.